Event description:
Caller reported damage to the pump usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.